Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the colonovideoscope, a burned biopsy channel c-cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.